Event description:
I have mentor brand memorygel breast implant and I have had them for just over 3 years. Prior to having the implants placed by a board certified and well respected plastic surgeon, I had no health concerns at all. I was an active young mother who ran marathons and practice yoga five days per week while holding down a full time career as a speech / writer for us army generals. About three months after receiving implants, I began getting debilitating migraines that would put me in bed or in the hosp for days at a time. Several neurologists cannot explain the symptoms that come with these "migraine attacks" to include numb arms and hands (this has ended my career and I am now unemployed because of the impact on my job performance and ability to travel). I also have had repeated and unexplainable skin lesions and rashes, brain fog that requires I take notes in my phone of my everyday task so, I don't forget things like picking up my children from school, anxiety, increasing hair loss, joint and muscle pain and weakness, extreme fatigue (can't walk a small flight of stairs without becoming winded) and I am depressed that my life has turned into this. It took me over a year to determine that all of these unexplained health issues present like an autoimmune disease but testing has not supported a diagnosis as such. I have widespread inflammation throughout my body as well. These implants are slowly killing me and have robbed me of my quality of life. I was not properly informed of these symptoms as being a risk of breast implants or I would have never had the devices inserted into my body. FDA safety report ID# (B)(4).